Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient(pt) regarding an implantable neurostimulator (ins). The reason for the call was that the patient reported the stimulation was turning off automatically even though the ins battery was not depleted. Pt stated that the controller beeped couple of times and they were unable to turn the stimulation back on. Pt reset the controller, but was still unable to turn the stimulation on. Patient mentioned having the same issue last fall, and that it happened again yesterday. Agent had pt reset the controller and guided them through turning the stimulation back on. Afterward, the pt was able to turn the stimulation on. Agent instructed the pt to monitor the issue, and pt mentioned that their manufacturer representative had checked their ins before and found no issues. Agent still redirected the pt to their healthcare provider (hcp) if the issue persists.